Manufacturer narrative:
Product ID 3093-28, lot# va006sw, implanted: (B)(6) 2012, explanted: product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a stroke during the device implant procedure. The doctor determined that the patient had a stroke in the cerebellum while she was "out" during the implant. It was noted the patient was numb and tingling. It was also noted that the patient did not "sleep it off" and that the patient still "remembers most things considering she had a stroke." It was reported the patient felt a jolt when the "on" button was pressed on the programmer. The setting was at 2.8 volts at the time of this report and the patient was receiving good therapy. She was "going" 8-10 times a night and was only going twice a night at the time of this report. It was reported on (B)(6) 2012 the patient was still having concerns with her device or therapy.